Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl. Customer¿s other blood glucose level was around 70 mg/dl and around 100 mg/dl to 105 mg/dl. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer stated that they had to wait enter into auto mode. Customer stated that the low battery issue. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.